Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was the recharger quit working a few days ago. When charging the controller showed rm03. A couple of times the donut got warmer than normal. Pt reset it and kept using the device and rm03 kept coming up. Additional information was received, it was reported they spent 4 hours recharging their implanted neurostimulator (ins) battery to 30%. Pt noted they usually recharged once in the early morning and once in the evening. It was reviewed ins settings could affect ins battery recharge times if their ins was turned on when recharging the ins. Patient services specialist (pss) confirmed the pt was using the replacement recharger (rtm). Pt initiated a recharge session to their ins with excellent quality. Pt noted their controller battery was at 100% and their ins battery was at 30%. Pss reviewed the external equipment was functioning as intended. Pss suggested the pt continue to recharge their ins and follow-up with their hcp is the issue persisted. A manufacturer representative (rep) called and said they met with the patient (pt) today for further troubleshooting. Caller stated pt's ins was less than 10% charged. Caller stated pt recharged their ins for 30 minutes with excellent quality and the ins battery level did notincrement at all. Technical services (tss) explained that sometimes when the ins battery level is very low it can take a while for the battery level to increment and all the sudden it will increment. Tss recommended that caller instruct pt to continue to charge their ins. Caller stated pt told them they always get excellent recharge quality while charging their ins. Caller stated they interrogated pt's ins with their tablet and the recharge diary showed that pt does not get excellent recharge quality while charging and it's usually poor recharge quality. Caller also stated pt does not have a recharging belt and requested a belt for pt. Caller stated they will meet with pt again once they have the belt and educate them on best charging practices. Caller confirmed the ins does not seem to be tilted in the ins pocket. A belt was sent out. Additional information was received from the patient. Pt called back re-reporting information previously documented in this case. Pt described having to recharge ins twice a day b/c if they do not the ins depletes into the red during the night shutting their therapy off. Pt stated they do have to recharge the battery pack again before they can get the ins to reach 100% and it is taking around 3 hours to recharge ins.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6). Product recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). H3: analysis of the 97755 recharger (rtm) (serial number (b(6).) Revealed recharger problem, cannot continue, call medtronic. Recharging ended message. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.